Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of above 600 mg/dl and diabetic ketoacidosis. The cause of elevated bg was unknown. Subsequently, customer was hospitalized. Reportedly, customer was sedated and intubated. No additional information was provided regarding type of treatment received. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. Reportedly, the customer reverted to manual injections for insulin therapy.